Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45d reload was received with no apparent damage and fully fired. In addition, the package was returned opened along with the reload. Upon visual inspection no issues were observed related to integrity. The event could not be confirmed as no damaged was noted on the package. Device history review a manufacturing record evaluation was performed for the finished device lot number 280c89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 7/12/2023, d4: batch # unk. Additional information was requested, and the following was obtained: please explain in detail how was the device contaminated? Package was damaged. Was there any hole, tear, or puncture in the tyvek or blister that compromised sterility? Yes, a hole. Any open or incomplete seal on the primary package that compromised sterility? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Good status. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was contaminated before the surgery. Another device was used to complete the procedure. No additional information can be provided.